Event description:
On (B)(6) 2026, a patient (pt) reported experiencing itching, burning, stinging, discomfort, pain, and blurry/cloudy/poor vision when wearing acuvue® vita¿ brand contact lenses (cls) that "felt hard." The pt reported having a corneal ulcer and recurring corneal erosion. This is the first time the pt has worn this acuvue brand. Medical records were provided by the pt. Visit date (B)(6) 2025: chief complaint: pt reported contact lens intolerance and irritation. Pt will "sometimes nap in cls and will wake up with pain. Had styes in os upper eyelid from 2023-2024 and thinks cl may be rubbing against scar causing irritation." Pt wore another acuvue brand and other brands in the past. Pt reported leaving cls on "too long last night" and now the eyes are "super irritated. Eyes itch and burn and sting." Exam: acuities: os 20/25-2 conjunctiva: clear, no giant papillary conjunctivitis (gpc) cornea: os corneal ulcer (3×5 mm at 7 o¿clock extending toward pupil) with stromal haze. History: central corneal ulcer os plan: discontinue cl wear; ocuflox every 2 hours(q2h) os; return to clinic in 2¿3 days for medical follow-up. Visit date (B)(6) 2025: chief complaint: medical follow-up; discontinued cl wear, prescribed oculfox 0.3% q2h os; pt states "os feels better but still discomfort and smt in the eye but no more pain. Pt has been icing the os a lot and that helps the pt." Exam: acuities: os 20/25-2 intraocular pressure (iop): 9 conjunctiva: clear, no gpc cornea: ulcer (3×5 mm at 7 o¿clock extending toward pupil) with stromal haze and positive nafl staining. History: central corneal ulcer os plan: continue ocuflox q2h os; add pred forte four times daily (qid) os; continue no cl wear; return to clinic in 2¿3 days for medical follow-up. Visit date (B)(6) 2025: chief complaint: pt continued ocuflox q2h os; added pred forte qid os; reported "same discomfort feeling/smt" in os; same feeling as when pt was seen on 07oct2025; pt feels itchiness and "allergies." Exam: acuities: os 20/25- iop: 8 cornea: ulcer (3×5 mm at 7 o¿clock extending toward pupil) with stromal haze resolving and minimal +nafl staining. History: central corneal ulcer os plan: ocuflox reduced to qid os; continued pred forte qid os; no cl wear; and return to clinic in 1 week for medical follow-up. Visit date (B)(6) 2025: chief complaint: pt reported "os is still feel like smt is in the eye but it does not hurt. Pt states it is better than last week, no more irritation" but can still feel "like eyelash is on the os eye." Acuities: os 20/20-2 iop: 10 cornea: 2+ infiltrative keratitis 7 o'clock just extending toward pupil, 3x5mm with stromal haze resolving and no + nafl staining. History: unspecified superficial keratitis plan: ocuflox discontinued; continue pred forte qid; no cl wear; autoimmune blood work recommended through primary care physician (pcp); return to clinic in 1 week for medical follow-up. Visit date (B)(6) 2025: chief complaint: pt continues pred forte qid; still feels like there is something in the eye; not wearing cls. Exam: acuities: os 20/20 iop: os 9 cornea: anterior basement membrane dystrophy (abmd); epithelium intact; no infiltrates history: unspecified superficial keratitis; abmd plan: keratitis resolved; taper pred forte 3/2/1 over 5 days; can resume cl wear after 5 days once drops only needed twice daily (bid); trial cls dispensed but not worn today; return to clinic for cl check in 5-10 days. Visit date (B)(6) 2025: chief complaint: contact lens fitting exam: acuities: os 20/20-2 history: unspecified superficial keratitis plan: keratitis resolved; ok to continue cl wear; continue to taper pred forte os 2/1 for 5 days; return to clinic as needed and for comprehensive eye exam in 1 year. Attempts were made to collect additional medical and product information from the pt on 26mar2026, 02apr2026, and 09apr2026 with no success. No additional information has been received. The date of the pt¿s event is being reported as 01oct2025 as the exact event date is unknown. The lot number of the os suspect product is unknown. The suspect cls have not been returned for evaluation. No additional investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.